Manufacturer narrative:
(B)(4).

Event description:
The customer reported to philips healthcare that the device main keypad does not work. . There was no patient involvement.

Event description:
The philips dealer later clarified that the device always powered on in configuration mode and the keypad keys had no affect. The device failed to fully power on for use.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.